Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 did not cauterize the branches. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The product was discarded.

Manufacturer narrative:
The device was discarded by the hospital. Since the product was not returned, an investigation could not be performed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).